Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, 20 tubes were underfilled. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: b.5. Describe event or problem: it was reported that during use with the bd vacutainer® sst¿ blood collection tubes, 20 tubes were underfilled. There was no report of patient impact. E.1. Initial reporter facility: (B)(6) h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, 5 tubes were underfilled. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.